Manufacturer narrative:
(B)(4); investigation summary: no product or photo was returned by the customer. The customer report that tubing snapped in half right at the clamp that goes in the pump could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review for model#: 2420-0500; lot number: 20063047 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the gem 20dp ckv 3ss dehp free experienced component separation. The following information was provided by the initial reporter: on (B)(6) 2020, I went to prime tubing and got the primary tubing out of the bed, and went to take off the paper tabs and blue plastic that goes around the piece of tubing that goes in the pump, I applied very little pressure, and the tubing snapped in half right at the clamp that goes in the pump.